Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. . No UDI required due to this device was out of production prior to the (B)(6) 2014 UDI regulation date. The manufacturer internal reference number is: (B)(4).

Event description:
An optometrist reported trace inflammation in a patient's right eye one day post photo refractive keratectomy (prk). Patient complains of mild irritation. Topical steroid dosage was increased. Additional information has been requested.

Manufacturer narrative:
(B)(4).

Event description:
Diffuse lamellar keratitis (dlk) is resolved as of last visit. Patient is no longer symptomatic.

Manufacturer narrative:
The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. The investigation is completed. A review of the technical service onsite showed no abnormalities that could have contributed to this event. Laser was successfully verified prior the day of the treatment. The preventive maintenance was performed regularly. Logfile review for the date of event shows no abnormalities that could have contributed to reported event. The treatments were completed and all laser system functions were within specifications during treatments on this day. No technical root cause was identified as the system was operating within specifications. The root cause could not be determined conclusively. The manufacturer internal reference number is: (B)(4).